Event description:
Customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but could not duplicate the reported problem. Ge rep reseated various pcbs as a precautionary measure. System operates as intended.